Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection. Tooth location 22.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being relayed to correct an omission in the previous report MFR-0001038806-2020-0489. The following sections have been corrected: h10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.